Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was treated with syringe. The customer was advised for two high blood glucose rule. The customer stated that the insulin pump alarm no delivery. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.